Manufacturer narrative:
Analysis of the extensions (serial nos. (B)(4)) found no significant anomaly, and that there was foreign material in the setscrew at the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37602, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator it was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3004209178-2017-26084 for concomitant ins information.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had a shocking sensation in the pocket area and down their arms sometimes. Palpating did trigger the symptoms of shocking and stimulation down the patient¿s arm (this occurred bilaterally). This was reported as a sudden change in the therapy and the patient indicated it happened almost immediately after the last revision (appears to be date of implant). A revision was scheduled. It was noted the physician wanted to replace the extensions since they were so old. There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code updated. Refer to manufacturer report #3004209178-2017-26084 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and the manufacturing representative (rep) indicating that the cause of the shocking was related to the extensions. They were replaced and the patient was no longer experiencing adverse events.

Manufacturer narrative:
Return date has been corrected from (B)(6) 2018 to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.